Event description:
This obstetric female patient who was allergic to shellfish and peanuts underwent a repeat caesarean section. Surgicel powder was used during closure of the hysterotomy incision. Immediately after application of this product, both systemic and localized allergic reactions were observed which included localized fluid oozing from the tissue with swelling as well as facial edema, lip swelling with slurred speech, mottled skin, and she became acutely hypotensive and tachycardic. Anaphylactic resuscitative medications were administrated included benadryl, steroids and ephedrine and phenylephrine. The patient responded well to medications but required further monitoring in the ICU for greater than 24 hours. FDA safety report ID # (B)(4).